Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml morphine at 0.5 mg/day via an implantable pump for non-malignant pain. It was reported that a motor stall was noted post-MRI. It was noted the MRI may have led or contributed to the issue. The physician's office personnel interrogated the pump post-MRI and the stall was noted. Later interrogation found the pump was still stalled. It was unknown what interventions or actions were taken to resolve the issue and the issue was not resolved. No surgical intervention occurred or was planned. The patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.